Manufacturer narrative:
Date rec¿d by MFR : 05mar2019. The blower assembly was received for failure investigation. No obvious dust or debris was found on the unit. No signs of mechanical damage or physical mishandling was observed. There were no obvious indications of electrical overstress or overheating. No signs of wear were found on the connector or cabling. The blower assembly was tested and the reported condition could not be verified. There was no product deficiency found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. The philips field service engineer (fse) evaluated the device and verified the error code in the event log. The fse replaced the blower assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that an error was discovered in the ventilator event log relevant to blower temperature high. The ventilator was in clinical use at the time of the event. There was no patient harm reported as a result of the event. The event date was not specified; estimate used.